Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that post implant of the double lumen hemodialysis catheter, the flow of the device was tested. The flow was not smooth and occlusion was suspected. The catheter was removed and bubbles were observed. A new device was implanted in its place. No additional details available.